Manufacturer narrative:
The suspect pump was returned for inspection. Manufacturing review of the device history records revealed no deviations or non-conformities. During visual inspection, the pump case and ac receptacle were found cracked. The physical damage and location of the damage is consistent with the device coming into contact with a hard impact during device use. The case and ac receptacle were replaced. After repair and recalibration, the device passed all functional testing. No evidence was found to suggest the reported event resulted from a manufacturing issue. No corrective actions have been planned.

Event description:
User facility reported that the power cord sparks on the infusion pump. No adverse health effects were reported.